Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: hi (greater than 600 mg/dl) (aviva system 1), 164 mg/dl (aviva system 2), and 127 mg/dl (aviva system 3). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for aviva system 2, and (B)(6) for the aviva system 3.